Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147452.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture and high capture thresholds. The patient condition was unknown.